Manufacturer narrative:
This event occurred from (B)(6) 2022. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume folfusors stopped flow during patient infusion. After 24 hours 50% of infusion was left in the pump. The devices were filled with 4g piperacillin/tazobactam in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 21, 2020 - september 22, 2020. H10: five (5) actual samples were received for evaluation. Visual inspection was performed and when the luer cap was opened, no evidence of fluid was observed flowing out at the distal luer of the two samples. Force prime was attempted to revive flow, but flow was not observed. Inspection on the flow restrictor housing which revealed that the cause of the flow problem was due to drug precipitate blocking the fluid path at the distal end of the capillary glass located inside in the flow restrictor housing. The cause of the flow problem was a use-related factor. Evidence of continuous flow of fluid was observed from the remaining three samples. The flow rates from the three samples were found to be within the product specification range. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.